Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient's stimulation went up when they were near a thermometer machine. This appeared to be the bigger unit rather than the traditional handheld device. It was indicated for the patient to monitor their symptoms and to follow up with their healthcare provider.